Event description:
On (B)(6) 2006, this pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2010, computed tomography showed a proximal type I endoleak. Aneurysm growth was noted by the physician, but measurements were not available. On (B)(6) 2010, the pt underwent an intervention where a 32 mm gore excluder aaa endoprosthesis aortic extender component was implanted. The proximal type I endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.